Manufacturer narrative:
D10 concomitant product: cvplp2000 vl single use smoke evacpencil (lot#240806190x); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, there was an operating room fire. Drapes caught fire due to the use of an alcohol-based cleaning agent on the patient when the pencil was activated. The pencil was reportedly sparking excessively at the time of the incident. The fire was small, started on the patient¿s elbow and went upwards to the shoulder. The fire was extinguished by patting it out and pouring saline from the back table onto both the drapes and the patient¿s arm. The burn on the patient was diagnosed as a 2nd-degree burn, size of a quarter. The burn site was covered with a surgical dressing. The generator and hand piece worked normally. The alcohol-based cleaning agent was not dry and ignited when exposed to electrosurgical. The procedure was completed using the new generator and device.

Manufacturer narrative:
Additional information: g3, h6 (rfr and fdp codes were added) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device was connected to external power and was powered on, passing post. The device then went through and passed rf output, rem function, cross coupling, and high-frequency testing. The device activated mono1, mono2, and bipolar with both handpiece and footswitch. The device completed multiple seals with both handpiece and footswitch. It was reported that there was an operating room fire. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected unreported conditions: of loose rem receptacle and delamination on the touchscreen. The most likely cause was traced to component failure. Another unreported condition was identified: damaged monopolar 1 receptacle. The most likely cause was traced to device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not place active instruments near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical inst ruments that are activated or hot from use can cause a fire. When not in use, place electrosurgical instruments in a safety holster or safely away from patients, the surgical team, and flammable materials. Sparking and heating associated with electrosurgery can be an ignition source. Keep gauze and sponges wet. Keep electrosurgical electrodes away from flammable materials and oxygen (o2) enriched environments. The use of non-flammable agents is recommended for cleaning and disinfecting wherever possible. If flammable agents are used, do not activate the energy platform until flammable vapors from skin preparation solutions and tinctures have dissipated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.